Event description:
It was reported that patient was implanted with a sublux head in his left hip, on (B)(6) 2008. Due to breakage of the head, the patient underwent revision surgery on (B)(6) 2012. Notes: complaint re-opened on (B)(6) 2013. As part of a corrective action which was initiated on (B)(6) 2013 ((B)(4)), this complaint has to be reported to FDA retrospectively.

Manufacturer narrative:
The product has been received and investigated. No adverse trend has been identified for this issue. The quality records indicated that these components met all requirements to perform as intended. In conclusion, the examinations carried showed that the femoral head was in conformity with the specifications at the date of delivery in all respects (regarding geometry and material properties). Material defects have not been detected. Primary metal traces of the metal taper in the ceramic cond. Grayish in color an reflecting the taper surface structure, were formed all over the circumference upon correct positioning of the femoral head on the taper. Such primary metal traces were found only locally in the cone surface. Based on the examinations carried out and considering that 92 percent of the actual implant was available, a correct positioning of the femoral head on the metal taper could not be confirmed. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. (B)(4).